Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an unexpected shutdown on the supporting automated impella controller prior to implantation of the impella cp.

Manufacturer narrative:
Additional information has been provided in b5. Use against labelling: since clinical details provided were unclear and data log review was inconclusive as to whether the user failed to follow instructions, the cause of the reported complication could not be determined. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that an impella pump was opened, primed, and plugged in. Upon preparation, a white alert stating ¿unexpected controller shut down: switch to back up controller if condition persists¿ was displayed on the controller screen. The pump had been started but was set to p0. The placement screen showed ao 2/2 (2) with no waveforms present. The pump otherwise appeared to be prepared correctly and would have functioned if it had been turned on inside the body.